Event description:
Customer reports that the clip is blocked at the end of the instrument. No pt injury or intervention reported.

Manufacturer narrative:
The sample product was requested, but not received. Eval codes, method: no sample received for eval. Assembly process documented. Results: no changes in product materials, equipment in production, or inspection requirements. Personnel involved on the production of the reported lot was appropriately trained. Layout was modified due to a continued improvement project. Conclusions: no root cause can be identified. Lot reported was manufactured prior to improvement in production layout. History record indicates no rejections.